Manufacturer narrative:
A ge rep evaluated the system and found dried blood inside the x-ray tube housing and fan. Hospital personnel cleaned and sanitized the x-ray tube housing and fan. No evidence of oil leaking from x-ray tube. Suspect source of leaking fluid may have been from saturation with blood on case prior to complaint. System operating as intended.

Event description:
Customer reported that fluid dripped out of the area of the x-ray tube housing during a case. No pt injury was reported.